Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient family member, during use of the implantable pulse generator (ipg) the patent has spells where the patient passes out. The family member stated that it was believed the ipg would solve that issue and inquired as to why the patient passed out again after device implant. Information received indicated the patient has not discussed with a physician nor has a device check been performed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was seen in clinic, and device checked revealed the device was functioning as intended. Facility/healthcare professional indicated the device did not cause and/or contribute the reported event.